Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-01531, 0001822565-2023-01532, 0001822565-2023-01533, 0001822565-2023-01544, 0001822565-2023-01807, 0001822565-2023-01808, 0001822565-2023-01809, 0001822565-2023-01815, 0001822565-2023-01810, 0001822565-2023-01811, 0002648920-2023-00145, d10-medical product articular surface with segmental hinge post size f 17 mm height item# 00585006017 lot# 65610734 right size f cemented option femoral component femoral item# 00588001602 lot# 65306917 proximal tibial component (tibial body x1 tibial bushing x1) size 3 item# 00585000310 lot# 65017226 fluted stem extension straight precoat 13 mm diameter 130 mm stem length item# 00585205013 lot# 65593888 prc agmt block post sz f 5mm item# 00599003601 lot# 64604069 trabecular metal femoral metaphyseal cone, 35mm, small, right item# 00545002036 lot# 64521547 prc agmt block post sz f 5mm item# 00599003601 lot# 64574668 distal femoral augment block precoat item# 00599003620 lot# 64394201 distal femoral augment block precoat item# 00599003610 lot# 64649239 cement shield hinge service kit size f item# 00585007516 lot# 63067566 long 13mm diameter 155mm length straight stem extension item# 00598801113 lot# 62846748 copal g + c bone cement item# 66041214 lot# 96634967 g2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three months post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: hinged prosthesis right total knee arthroplasty with possible bony fracture of the proximal tibial tuberosity. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.